Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call of customer's hospitalization for high and low blood glucose levels. The customer's levels had been as high as 335mg/dl and as low as 30mg/dl. The customer had treated the lows with glucose tablets and food. The customer treated the high with manual injections. The healthcare provider was advised to call back in order to troubleshoot the device.